Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device exhibited frequent blackouts. The issue was found during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Additional information: d8, h4. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: occasional image blackout occured during angulation adjustment. The c-cover was burnt. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction of occasional image blackout during angulation: it is suspected that repeated electrical stress caused by repeated power supply, accidental static electricity, or leakage from other products, combined with overcurrent, may have damaged the internal circuit board of the connector, affecting image output. In addition, it was also presumed that the burnt distal end cover (c-cover) was caused by high-frequency treatment device used without maintaining sufficient distance from the tip. Olympus will continue to monitor field performance for this device.

Event description:
No additional information reported by customer.